Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: (B)(4). Investigation result: device evaluation could not be performed because the affected device was discarded at the user facility and not returned. Lot history record review: lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Conclusion: based on the obtained information, results of lot history review, and referring to known similar events, it was presumed that tension generated with withdrawal manipulation might have been locally applied to the subject sion blue guide wire while the distal segment of the guide wire was caught between the insufficiently apposed stent and the calcified lesion. Consequently, the subject sion blue guide wire was stretched, and separated. It was concluded that the reported event was not attributed to product quality. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] the coil section is especially fragile, so do not bend or pull it more than necessary. Otherwise, the guide wire may be damaged. Always advance and withdraw the guide wire slowly. Observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise, damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] separation of the guide wire

Event description:
It was reported that an asahi sion blue guide wire was used during a percutaneous coronary intervention (pci) to treat a diffuse calcified lesion in the mid left anterior descending artery (lad). As a stent was poorly apposed to the vessel wall, a gap was made between the stent and vessel wall. As the sion blue guide wire being torqued, it got entrapped between the stent and the calcified lesion. When removal attempt was made by supporting the distal segment of the sion blue guide wire with a low-profile balloon, the guide wire was stretched and fractured, leaving its distal fragment between the stent and calcified lesion. A new sion blue guide wire was used to complete the procedure. It was informed that the patient recovered uneventfully and was discharged.